Event description:
By normal use, the lab technician spilled blood through the vented tip cap. She was venting the sample through the vtc when blood spilled up in her face contaminating her eye. The nurse reported the accident, and went to the emergency dept. To get tested for (B)(6). The pt is potentially infected, but no infection was confirmed.

Manufacturer narrative:
The vented tip cap in question could not be examined as it was disposed of by the user. Per the manual, it is recommended to use gloves, mask and eye protection when venting the sample.